Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is 66 years old. Possible models for leads referenced that are under advisory could include 6930, 6931, 6948, and 6949. The recall and correction number listed are in reference to a product family of leads that are associated with the field action. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "the number of recalled leads is highly predictive of lead failure: results from the pacemaker and implantable defibrillator leads survival study ("paidless")" 2016;28(12):e198-e202. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding right ventricular (rv) leads. Multiple patients and multiple manufacturers were noted in the article; however a one to one correlation could not be made with unique manufacturer/lead serial numbers. There were patients who experienced "lead failure". The all-cause mortality rate was compared across the variables. The article reports that there were deaths. It is important to note that the cause of death was largely unknown and there is no indication in the article that the deaths were lead related. The status/location of the rv leads is unknown. Further follow up did not yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.